Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e0122 movement disorder labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This report is 2 of 2 complaint records. The related skin reaction is documented under (B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on(B)(6) 2023 at 2:30pm. After insertion the patient felt a skin reaction was developing, and on (B)(6) 2023, she went to a walk-in clinic. On (B)(6) 2023. The skin reaction under the second sensor was very red and lumpy but was smaller than the reaction under the first sensor. She applied steroid cream to the site. Later that day she felt a rash and roughness on her arms and stomach. She made an appointment with the rapid assessment team for the following day. She removed the sensor at 3:00 am. On (B)(6) 2023 she was dizzy, unable to move her fingers and was nauseated. The rash on her arms remained. She called an ambulance and was admitted to the hospital. A dermatologist diagnosed a contact allergy rash from the back of the sensor. The rash had spread all over her body (head, face, palms, mouth) except the bottom of her feet. She was treated with IV ¿high dose¿ steroids (methylprednisolone); telfast (antihistamine 2 times/day), diprasone betamethasone (eleuphrat) cream ( 0.5mg cream - 1 x 15g tube on each application over whole body twice a day). On (B)(6) 2023 her condition had stabilized and she was discharged in the afternoon. Discharge medications included the diprasone betamethasone cream and oral prednisone (30 mg for 5 days, 20 mg for 3 days, then decreasing doses of 12.5 mg and 5 mg). At home on (B)(6) 2023, the rash with lumps and redness on her entire body remained however the aches and pains were gone and she was able to bend her fingers. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.